Event description:
Altitude alarm was reported on the pump, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer's insulin was suspended due to the altitude alarm condition, and the pump was within the validated operating altitude range. Cts planned to follow up with the customer to continue technical support. No further information regarding the outcome was provided.